Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100767714. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100689855. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced recurring incontinence after significant weight loss. A surgical procedure was performed during which the device was explanted and replaced. There were no device issues, and no additional information was provided.